Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right ventricular (rv) sensing value was decreased. Also, high capture threshold and low pacing impedance were observed on the rv lead. An x-ray examination and echocardiogram revealed the rv lead was dislodged. The lead was repositioned and the event was resolved. The patient was stable.